Event description:
The pt's mother reported that at 3:15 pm, the pt's blood glucose level was 478 mg/dl. The pt reportedly had a pretzel and was given a bolus dose of insulin. By 5 pm, the pt's blood glucose level was 514 mg/dl and had large ketones. The doctor was called and the pt was given an injection by an insulin pen for the amount the pump recommended per the doctor's recommendation. The pt vomited shortly afterward and the pt's mother took the pt to an ER and was given IV fluids. The pt's basal rate was increased temporarily for four hours at the hospital. When reviewing the pump history, the total daily dose correlated with the pump settings. The pt's insulin-to-carbohydrate (I:c) ratio and insulin sensitivity factor (isf) was changed after the reported incident. The rptr did not implicate the pump as a cause of the blood glucose elevation but noticed some air bubbles in the cartridge. The animas representative instructed the pt's mother on how to purge air bubbles and correct cartridge fill technique.

Manufacturer narrative:
The device was not returned to animas. Animas will request the return of the device and if animas receives the product, it will be investigated and the results will be provided in a supplemental report.

Manufacturer narrative:
Device evaluation: the pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to investigate the alleged blood glucose issue due to continued patient use. The pump was used after the original complaint date ((B)(4) 2010) and all histories and black box data has been overwritten. The pump was exercised for 29 hours and given a flow accuracy test; the pump was found to be delivering accurately as designed at the conclusion of testing. Review of the total daily dose basal delivery shows pump was delivering accurately up until the last date used by the patient. An "ezprime" operation was performed with no difficulties noted. Units remaining were correctly calculated and written to the pump history. No defect was found with the delivery of the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.